Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 2mmhg. One ntr clip was implanted without issue, but the mean pressure gradient increased to 4mmhg. A second ntr clip was deployed; however, after clip deployment, the clip appeared to open a small amount. There was no movement of the clip noted and the clip was well attached to both leaflets. Mr was reduced to grade 1+, but the mean pressure gradient increased to 5 mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for clip opening while locked could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.